Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. In response to FDA report number: mw5145114 and mw5145115. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "bags have lost liquid, deep ridges, and can feel the implants." Patient later reported "chronic joint and muscle pain in their neck, shoulders, and back", "I have permanent damage to my muscles" ,and patient later reported via sus voluntary medwatch "chronic cervical and thoracic pain and cervical spasms ." Are all not device related. Device has been explanted.